Event description:
Philips received a complaint on the early vue vs30 indicating that the non-invasive blood pressure (nibp) was not accurate or not taking. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips biomedical engineer (biomed) went onsite and found that when nibp hit 140, it started recycling the alarm for nibp artifact. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to clinical use.